Event description:
Customer's boyfriend reports customer tested her blood glucose and received a result of 41 mg/dl with low blood glucose symptoms of being incoherent, mumbling and eyes were just starting to set. Boyfriend reports customer did not pass out. Boyfriend reports he called the paramedics who arrived and tested on their meter with an unknown result. Boyfriend states paramedics told him to give the customer an 8 ounce glass of orange juice, and then a few minutes later, the paramedics gave the customer an IV of unknown content. Boyfriend reports customer began to feel better several minutes later and that paramedics told him to give her another 8 ounce glass of orange juice which customer was able to consume on her own. Boyfriend reports testing customer on her meter with a reading of 52 mg/dl and paramedics left. Boyfriend reports 9 minutes later he retested customer with a result of 320 mg/dl. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.